Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the implantable stent was returned without the delivery system. The stent was completely stretched and only the three inner rows of struts were undamaged. Quality engineering determined there is no clear evidence that the stent was defective. The delivery system was not returned for analysis. Due to the damaged condition of the stent, no pertinent info was gained from its analysis. No corrective action will be initiated. All stent delivery system devices are inspected on-line to ensure that each stent is securely mounted on its balloon. The mfg records for this product lot were reviewed, and no non-conformities with a relationship to this matter were found. The MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca/stent procedure resistance was met while advancing the stent. Removal of the stent delivery system over the guide wire, contrary to ifus, led to stent separation at the iliac artery. The stent was retrieved using snare device. No pt injury occurred.